Manufacturer narrative:
Concomitant medical products: dtba1q1, ICD, 429888, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout, the physician encountered difficulty in extracting the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD) port, even after utilizing multiple rotation wrenches. After multiple attempts, the lead insulation was stripped away from the lead, and the lead fractured. The lead was eventually disconnected, and was subsequently capped and replaced. The patient was noted to have experienced asystole during the procedure. No further patient complications have been reported as a result of this event.